Manufacturer narrative:
This report is associated with argus case (B)(4) polident denture adhesive. Polident denture adhesive is marketed as poligrip in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown.